Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. It was reported that multiple sleep error alarms had been emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple consecutive call service alarms. The pump powered on to a blank display screen. The pump alarmed with a call service sleep error after 10 minutes. The pump cover was opened and moisture corrosion was found on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.